Event description:
During verification testing at the service center, charring and melting of the 3vdc connector on the bottom end cap of the device was noted.

Manufacturer narrative:
During testing at the service center, the 3vdc connector on the bottom end cap of the device was noted to be charred and melted. This was possibly due to broken ac adaptor. The customer's ac adapter was not received for testing. A current surge produced by the ac adapter that was applied through the 3vdc connector could have caused charring and melting of the 3 vdc connector. This report represents all the information known by the reporter upon query by hospira personnel.